Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. If we get new information about this complaint, a follow up report will create.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in ireland): "stopped working, turned off, no alarm"

Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun (B)(4) ag internal report (B)(4). Result of examination: the history files were read out and analyzed. During the analysis of the history files it could be detected, that the vtbi mode was done. Further the pre-alarm for a finish vtbi infusion was occurred. The sample was subjected to a visual and functional examination. The pump showed slightly dirty. The functional test was finished with a positive result. A long term test with several changed volumes was performed. No malfunction or errors could be recognized. The pump was disassembled for an inside investigation the complaint could be not confirmed. The reported malfunction could not be reproduced.